Manufacturer narrative:
The investigation showed that the fiber inside de outer shell is broken. Where this has occurred could not be determined by the investigation. The outer cover of the fiber was still intact. No coherent light was able to reach the operator, however, during the retrospective review, a broken cable if laser probe and surgeon looked it without safety goggles and felt dazzled. Hence reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. The complaint is not confirmed. This complaint has now been closed.

Event description:
Laser probe damaged on the middle of the cable/fiber. Looked at it without safety goggles. Normally I look through the microscope with filter, but as it did not came/appeared any laser effects I looked to the side. The next day I felt blinded/dazzled. Pretty serious I think. There is no further information on the health status. Sample is available.